Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and missing components. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42527900300, l/n: 62799379, tibial articular surface provisional; p/n: 42527900303, l/n: 63613124, tibial articular surface provisional; p/n: 42527900304, l/n: 63654810. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05481, 0001822565 - 2019 - 05483, 0001822565 - 2019 - 05484.

Event description:
It was reported that the instrument was missing one ball bearing. No further information is available at this time.